Event description:
The customer reported on (B)(6) 2014 at 10:06 pm she activated a new pod and her blood glucose, carbohydrate intake, and insulin history. She also stated that she also used an alternative bg meter to check her bg. At 2:13 pm the pod was deactivated and she noticed the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported bent cannula or to determine wether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.